Event description:
During surgery, the tip of the hex socket broke while final tightening. The final tightening was completed when the tip broke. The broken tip remained in the connector placed in the pt.

Manufacturer narrative:
Na